Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically in an endurant stent graft system during the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. It was reported that approximately 4.5 years later, the patient had an mi with st elevation and shortness of breath. A cardiac intervention was completed and event was resolved. Per the investigator the cause of the event was not device or procedure related. The sponsor has determined the event as not procedure related and unlikely related to the endoanchors. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.